Event description:
The user facility reported that a water hose from a system 1e processor disconnected, resulting in flooding in the clinic.

Manufacturer narrative:
A steris service technician inspected the unit and found the factory crimp connection had separated at the uv light connection. The technician replaced the hose and factory crimp fitting, secured with clamps, checked connections and returned the unit to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).